Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
New information received noted that the lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular lead exhibited high pacing impedance. Programming changes were made. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient was stable.